Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge resection procedure, while cutting the lung parenchyma, the stapler was not able to fire. It was reported that the green button was pressed but the handle was not able to squeeze. A new handle and reload were used to complete the procedure. There was no patient injury.